Event description:
It was reported that during procedure for a vertebral arteries (va) stenosis, the balloon catheter (subject device) was unable to be dilated at the location of the lesion inside the patient when given pressure with pump. The balloon was withdrawn from the patient and reinserted. When trying to dilate the balloon again, the operator found a leak. The subject device was replaced, and the procedure completed successfully. There were no clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date added. H3 device evaluated by mfg updated. H3 summary attached updated. D4 expiration date added. The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection did not reveal any damage. During functional testing, the balloon was successfully inflated in the lab and no leaks were observed. Based on the investigation, the reported defects were not confirmed. The reported leak in the balloon could not be confirmed during analysis. Therefore, an assignable cause of "not confirmed" has been assigned to the reported event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. An assignable cause of undeterminable has been assigned to the reported defects balloon leaked during use and balloon failed to inflate as the device was not returned and review and analysis of all available information failed to indicate an assignable cause or probable assignable cause.

Event description:
It was reported that during procedure for a vertebral arteries (va) stenosis, the balloon catheter (subject device) was unable to be dilated at the location of the lesion inside the patient when given pressure with pump. The balloon was withdrawn from the patient and reinserted. When trying to dilate the balloon again, the operator found a leak. The subject device was replaced, and the procedure completed successfully. There were no clinical consequences to the patient.

Manufacturer narrative:
Subject device not available.

Event description:
It was reported that during procedure for a vertebral arteries (va) stenosis, the balloon catheter (subject device) was unable to be dilated at the location of the lesion inside the patient when given pressure with pump. The balloon was withdrawn from the patient and reinserted. When trying to dilate the balloon again, the operator found a leak. The subject device was replaced, and the procedure completed successfully. There were no clinical consequences to the patient.